Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the screen went blank while monitoring a patient. This event will be reported as a serious injury because another device was used to continue monitoring the patient.

Event description:
A customer reported that the screen went blank while monitoring a patient. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. It was reported that while attempting an ECG reading on a patient, the device monitor initially showed an ECG waveform on the screen, then went blank. The problem was not corrected when spare cables were used, or when the device was powered on and off. Another device was used to monitor the patient. A philips field service engineer (fse) evaluated the device and could not replicate the reported problem. The device passed operations checks as well as simulated 5 and 12 lead ECG tests. The ECG limb leads and test leads passed performance tests, and no errors were found in the status log. No parts were replaced. The device was determined to be ready for service. The information gathered for this report does not provide evidence of a systemic, design, or labeling problem. No further investigation or action is warranted.